Manufacturer narrative:
Device evaluation: the zebd-7-4 device of lot number c1826747 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. It was confirmed that the damage on the device was noted prior to use: "wire was not used, as it was defective on opening package". Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 13 dec 2021. On evaluation of the device, 02 kinks were observed; ¿2nd & 5th portholes on pigtail curl of the tapered end". The evaluator also noted a ¿0.035 inch wire guide does not pass the kink". Document review: prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-4 of lot number c1826747 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1826747. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to transport/storage conditions, whereby the kink occurred while being stored at the facility or during transportation. Summary: the complaint is confirmed based as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Complaint called in by dm on (B)(6) 2021--did (B)(6) 2021. As reported to customer relations: "the device was kinked at the pigtail; user couldn't get the wire to go through it. Device did not make patient contact. User used another of the same gpn to complete the procedure successfully." Did any unintended section of the device remain inside the patient¿s body? N/a not used. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? N/a not used. If yes, please describe. Did the product cause or contribute to the need for additional procedures? N/a not used. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? N/a not used. Has the complainant reported that the product caused or contributed to the adverse effects? N/a not used. Please specify adverse effects and provide details. Did any unintended section of the device remain inside the patient¿s body? N/a not used. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? N/a not used. If yes, please describe. Did the product cause or contribute to the need for additional procedures? N/a not used. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? N/a not used. Has the complainant reported that the product caused or contributed to the adverse effects? N/a not used. Please specify adverse effects and provide details.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted based on the lab evaluation results. Lab evaluation completed on (B)(6) 2021: kink observed on the pigtail.